Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for hematuria and an elevated lactate dehydrogenase (ldh) level of 1570 u/l on (B)(6) 2016. The patient¿s baseline ldh is 300-500 u/l. The patient was started on a heparin drip with a partial thromboplastin time (ptt) goal of 60-80 seconds. It was also reported that the patient¿s hemoglobin dropped from 10.2 g/dl to 7.8 g/dl. The patient¿s renal function was stable with a creatinine level of 0.8 mg/dl. The patient's ejection fraction was 60-65% indicating cardiac recovery, and the patient's physicians plan to explant the pump at an unspecified time. It was incidentally reported that the patient had a previously unreported thrombotic stroke in (B)(6) 2015. Additional information was requested but was not provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.